Manufacturer narrative:
Follow-up # 1 ¿ (01/20/2015) - device evaluation. The patient¿s test strips have been returned on 8/25/2014 and evaluated by lifescan product analysis on 1/8/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. A DHR (device history record) was completed on 11/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 1 ¿ (01/20/2015) - additional information. The patient¿s meter has been returned on 8/6/2014 and evaluated by lifescan product analysis on 8/7/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient¿s spouse contacted lifescan (lfs) alleging that the patient¿s one touch ultra 2 meter read inaccurately high when compared to the patient¿s feelings and/or normal readings. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter claimed the alleged issue began approximately three months prior to contacting lfs. The reporter claimed obtaining blood glucose readings of ¿207 and 327mg/dl¿ with the subject meter on unspecified dates/times. The patient manages their diabetes with self-adjusted insulin. The reporter denied that the patient made any changes to their usual diabetes management regime in response to the alleged high readings. The reporter stated that the patient experienced a symptom of ¿shakes¿ since the product issue began and this symptom had gradually gotten worse in the past week but denied that the patient received any treatment. At the time of troubleshooting the csr verified that unit of measure was set correctly and confirmed that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter and strips. Replacement products were sent to the patient. The lay user/patient¿s meter has been returned on (B)(6) 2014 and evaluated by lifescan product analysis on (B)(6) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The patient¿s test strips have also been returned but testing is not yet completed, no conclusion can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a hypoglycemia after having obtained inaccurate high readings on the subject meter.